Event description:
It was reported that the t:slim x2 pump battery was not charging, and the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The issue resolved after using different charging supplies, specifically a different tandem charging cable while keeping the same tandem wall adapter. The pump began charging, and no further assistance was required.